Event description:
It was reported the reprocessor was stopped with 6 minutes remaining until the cleaning was complete, and the scope was used for an endoscopy examination after an alcohol flush was performed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. The event is detectable/preventable by handling the product in accordance with the following IFU. Operation manual ¿6.9 emergency stop and automatic processing after stopping¿. Based on the results of the investigation, and since the device malfunction was not returned, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.